Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was not launching. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the found the dsclientoltp database in suspect state. A technical support specialist (tss) dialed into the device and reviewed the data sync logs, an attempt was made to repair the database using knowledge article, but it was unsuccessful. As the device was not in retry mode, the tss proceeded to drop and repair the database. Recovery mode was set to 'simple¿; the database was relocated to the d: drive, and encryption was applied. A full sync was initiated and successfully completed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es application was not launching. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.